Manufacturer narrative:
Multiple attempts to obtain information necessary to conduct an investigation were completed and no information is received. The final resolution of the reported event is unknown.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device fell. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Phone number: (B)(6).